Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn: (B)(4) has not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to event. Manufacture date: monitor: 7/5/2013. Electrode belt: 9/21/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 on the morning of (B)(6) 2019. It was reported that the patient was sleeping and his wife was present at the time of the treatment event. It was also reported that ems was called and CPR was initiated. Per review of the download data, the lifevest delivered an appropriate treatment at 09:58:41 while the patient was in ventricular tachycardia (vt) at 160 bpm. The post shock rhythm was asystole for six seconds transitioning to severe bradycardia at 10 bpm. Asystole was detected seven times from 10:03:56 to 10:08:04. The patient was in bradycardia from 10 bpm to 20 bpm degrading to asystole with intermittent cardiac activity. From 10:37:32 to 11:01:31 the patient was in asystole with CPR/motion artifact. The electrode was disconnected at 11:22:08. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were pressed during the event. It is unclear who pressed the response buttons. The patient subsequently passed away.